Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro device indicating that the device was having corsium upload issues, often missing half a case and taking longer than usual to upload data. There was patient involvement, however no health consequences or impact.